Manufacturer narrative:
Olympus followed up with the user facility to obtain additional info regarding this report. Olympus was informed that the boston scientific resolution clip did not fell into the patient's body cavity. There have been no reports of pt injuries and both procedures were completed. The second pt was notified by the hospital. The current condition of the pt remains unk. Olympus will continue to work with the user facility regarding this report. If additional and significant info is received at a later date, this report will be supplemented. The device referenced in this report was returned to olympus for evaluation due to angulations issues. The evaluation confirmed that the upward and downward angulations were loose. There was a hole noted in the biopsy channel. The light guide lens was cracked and chipped. The insertion tube was found buckled. Additionally, the bending mesh was frayed. The device was refurbished. The exact cause of the users experience could not be conclusively determined but improper cleaning of the device could not be ruled out as a contributory factor to the reported event. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a therapeutic colonoscopy procedure, two boston scientific resolution clips were utilized. The initial clip deployed but did not attach, the second clip deployed and attached. The user facility reportedly could not locate the first clip that was deployed and did not attach. The said procedure was completed using the same colonoscope, and there was no pt injury reported. Following the procedure, the scope was reprocessed and stored. The device was subsequently used in another colonoscopy procedure after unspecified days from the first procedure. This procedure did not require the use of a clip to the pt; however, the users reportedly experienced suction issues. The procedure was completed using the same device, and there was no pt injury reported. During reprocessing of the scope after the second procedure a clip was dislodged from the distal end of the colonoscope. The clip was believed to be the clip from the previous pt and the users allege potential cross contamination of the second pt.